Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis and peritoneal membrane failure. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. A pd effluent culture was obtained. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ip ceftazidime (dose, frequency, and duration not provided). The patient was changed (date unknown) to ceftriaxone, intravenous (IV) ancef, and oral rifampin (dose, frequency, and duration not provided). The patient¿s culture was positive for methicillin-sensitive staphylococcus aureus (mssa). The white blood cell count on (B)(6) 2025 was 3340 with 79% polymorphonuclear cells. Additionally, the patient was diagnosed with peritoneal membrane failure. The cause of the membrane failure was unknown. The patient was not able to continue pd therapy and was permanently transitioned to hemodialysis (hd) (date unknown). The patient subsequently passed away on (B)(6) 2025. The cause of the peritonitis was the patient leaving the fan on while connecting to treatment. The cause of the patient¿s death was not provided. Attempts to obtain additional information related to the death were not successful. The patient had already transitioned to hd prior to the death.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis and peritoneal membrane failure. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. A pd effluent culture was obtained. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ip ceftazidime (dose, frequency, and duration not provided). The patient was changed (date unknown) to ceftriaxone, intravenous (IV) ancef, and oral rifampin (dose, frequency, and duration not provided). The patient¿s culture was positive for methicillin-sensitive staphylococcus aureus (mssa). The white blood cell count on (B)(6) 2025 was 3340 with 79% polymorphonuclear cells. Additionally, the patient was diagnosed with peritoneal membrane failure. The cause of the membrane failure was unknown. The patient was not able to continue pd therapy and was permanently transitioned to hemodialysis (hd) (date unknown). The patient subsequently passed away on (B)(6) 2025. The cause of the peritonitis was the patient leaving the fan on while connecting to treatment. The cause of the patient¿s death was not provided. Attempts to obtain additional information related to the death were not successful. The patient had already transitioned to hd prior to the death.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty cycler set. The patient was additionally diagnosed with peritoneal membrane failure of unknown cause and was transitioned to hemodialysis (hd). During the hospitalization and once on hd, the patient passed away. It is unknown if the death is related to the initial diagnosis of peritonitis. The reported cause of the peritonitis was due to the patient leaving the fan on while connecting to treatment which is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. The patient¿s transition to hd was due to a membrane failure. Membrane failure can be defined as the inability of the peritoneal membrane to ensure efficient dialysis, including adequate fluid and solute removal, despite a patent pd catheter and an appropriate prescription of pd. The cause of death was not reported, however; there was no allegation or documentation that it was related to the peritonitis diagnosis or any fresenius product(s). Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Additionally, per the information documented in the file, the patient death can be excluded as being caused by pd therapy or any fresenius device(s) or product(s).